Event description:
The information received from the affiliate states that when the physician was deploying the cypher stent, the balloon would not inflate past 14 atmospheres (atms). Once the balloon was removed from the patient, the physician inflated the balloon which appeared to be burst. The target lesion was the obtuse marginal (om). The artery was calcified. A maverick balloon was used to predilate the lesion. The stent delivery system (sds) was properly inspected and prepped. There was no difficulty advancing the sds over the guidewire to the lesion. The stent was successfully deployed in the lesion, but the balloon of the sds would not inflate past 14atms. The balloon was removed and another balloon was used to completely post-dilate the stent. The brand of inflation is unknown. The contrast to saline ratio was 1:1. It was noted that during the procedure, the patient had air down the coronary and suffered transient st elevation. It is unknown if there was in the inflation device during deployment of the stent. The lesion was successfully treated. There was no injury to the patient.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.